Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the following that was received through a user facility medwatch (B)(4). "Difficult removal of ivc filter in operatin room (or). Ivd filter had been placed months earlier prior to a gastric bypass. The removal procedure was prolonged (two hours) as opposed to a typical 30 minutes. A standard protocol chest x-ray post-surgery revealed the retention of a foreign body in pulmonary artery. Successful retrieval by interventional radiologist of 37 cm foreign body which appears to represent a "stretched, fractured section" of a glidecath (angiographic catheter). What was the original intended procedure? Removal of ivc filter." "It was a difficult ivc filter removal requiring several attempts by initial surgeon and then subsequently, the interventional surgeon.: it was reported that "yes, there is a possibility that the ivc filter removal may have sheared the cath." Additional information was received on july 28, 2017. The patient was reported to be stable and doing well. They successfully removed the ivc filter and had a successful removal of the retained product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. It was reported in the initial report that the device was available for evaluation. It has now been determined that the actual device is no longer available for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.